Manufacturer narrative:
H3: one device was received for evaluation. The service history review identified no previous services. The customer reported issue was not confirmed as the accuracy results were 19.8ml, 20ml, 20.2ml. No device problem was identified. A performance verification testing (pvt) was performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.

Manufacturer narrative:
B3: (B)(6) 2025, is the reported month/year of the event, but exact day not reported. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device failed accuracy 7.5%. There was no patient involvement.